Event description:
The reporter stated that clinicians indicated that the pump delivered in half the time. No pt injury or treatment was associated with this event. The biomed reported the settings and infusate were unknown however, biomed believes the clinician was using a 30cc syringe. The biomed found the unit delivered correctly during the testing, however it did not alert empty.